Event description:
It was reported that the cadd legacy pump produced a no disposable (clamp tubing) alarm. There were air bubbles in the tubing. Due to the quantity of the air bubbles the pump was not restarted by the end user. The product problem did not cause or contribute to any adverse patient health effects.